Event description:
It was reported that, following a sigmoid colon resection, while suturing the abdomen, the mesh began to spontaneously split. Mesh had to be removed, which prolonged the surgery.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.